Event description:
User facility reported that approximately one month following a successful novasure endometrial ablation, a patient had "symptoms of endometritis". The patient was treated with antibiotics and "released". We have been unable to obtain additional information surrounding this event.

Manufacturer narrative:
The device is not being returned, therefore, a failure analysis of the complaint device can not be completed. Lot number not provided by the complainant, therefore, the manufacture date is not known. Device history and sterile lot records could not be reviewed for the disposable device as identification numbers were not provided by the complainant. Based on the information obtained to date, no direct correlation can be made between the reported event and the novasure system. According to the instructions for use (IFU) other adverse events: the following adverse event could occur or have been reported in association with the use of the novasure system: infection or sepsis. If additional relevant information is received, a supplemental medwatch will be filed.